Manufacturer narrative:
(B)(6). Investigation summary: a device history was completed and no quality notification was raised on past 12 months on similar non-conformance. Investigation conclusion: since no samples and photos displaying the reported condition were received no defects can be confirmed. Root cause description: the complaint will be re-opened and re-investigated if the sample is returned. Rationale: the complaint will be re-opened and re-investigated if the sample is returned. The complaint will continue to be tracked and monitored.

Event description:
It was reported that before use of the bd syringe 1ml ls 25ga 5/8in chin graphics was opened and the needle and the syringe were found to be separated. After inspection, the cone of the syringe was broken and the broken portion was inside the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: noticed barrel cracked and the broken part was stuck inside the needle. No physcial harm to the end user. Defected product didn't used on patients.